Event description:
The facility representative reported a colleague infusion pump where the bottom half of the display is bad. This condition had the potential to interrupt delivery. This event occurred upon power up. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4): after further investigation the reported condition was determined to be scheduled maintenance only. Upon further investigation by baxter, the report of scheduled maintenance only has no information to suggest that this device malfunction would cause or contribute to a death or serious injury if it were to recur. The reported condition of the bottom half of the display is bad is being addressed in 6000001-2011-09495. All further reporting for the bad display will be addressed in 6000001-2011-09495.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.